Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805. We checked the returned unit and confirmed that the cmos-m w/drive pcb blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the cmos-m w/drive pcb. In addition, we confirmed that the lg cable connector fluid damage, the shield cover fluid damage, the pcb for cmos drive fluid damage, the lg cable connector corroded, the air/water socket corroded, the shield cover corroded, the pcb for cmos drive corroded, and the air/water socket leak; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout).